Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient, the touchscreen on a 980 ventilator was unresponsive. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.